Event description:
It was reported that upon implant of the device, the atrial lead could not be inserted into the connector. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of difficulty inserting the atrial lead into the header was confirmed in the laboratory. The cause was found to be epoxy in the ring contact spring.